Event description:
It was reported that patient presented in clinic for routine follow up. An increase in pacing lead impedance and high threshold were noted. Lead fracture was suspected. During lead replacement procedure, externalized conductors were observed. Lead was exp

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were noted at 13.5-14.3cm and 18.8-19.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that patient presented in clinic for routine follow up. An increase in pacing lead impedance and high threshold were noted. Lead fracture was suspected. During lead replacement procedure, externalized conductors were observed. Lead was explanted and replaced. Patient condition had no issues post-implant.